Event description:
It was reported that a patient experienced a breach in aseptic technique during dwell three of peritoneal dialysis therapy. The breach in aseptic technique occurred when the patient woke up and disconnected from the homechoice device without washing their hands or capping the patient line; and then they were reconnected by the care giver. The caregiver was advised to end the current therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. This is a report of use error, where the patient did not follow proper disconnect procedures. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.